Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient underwent a total knee arthroplasty. Subsequently, the patient experienced an infection nine days post-implantation. The patient underwent a revision procedure seventeen days post-implantation. The polyethylene bearing was removed and replaced. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(6). Concomitant devices - vanguard cr femoral 70 mm right-interlok catalog #: 183012 lot #: 231770, biomet arcom patella button - all poly catalog #: 11-150824 lot #: 2505872, biomet cc cruciate tibial tray 79 mm catalog #: 141235 lot #: j2627885 optipac rbc 60 bone cement catalog 4711500396 lot 204aab1307.

Event description:
It was reported that the patient underwent a total knee arthroplasty. Subsequently, the patient experienced an infection 11 days post-implantation. The patient underwent a revision procedure seventeen days post-implantation. The polyethylene bearing was removed and replaced. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Article (2016) "annual report for long-term multi-center evaluation of the vanguard e1 tibial bearing" agreement b091840, reporting march 30, 2016 through march 10, 2017. Concomitant devices - vanguard cr femoral 70mm right-interlok catalog #: 183012 lot #: ni, biomet arcom patella button - all poly catalog #: 11-150824 lot #: ni, biomet cc cruciate tibial tray 79mmcatlaog #: 141235 lot #: ni. (B)(6). The authors involved in this study are currently unknown and it is unknown who performed the surgeries involved. The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information. This report is number 1 of 4 mdrs filed for the same patient (reference 0001825034-2017-04721 / 04723 / 04725).

Event description:
It is reported that one (1) patient underwent knee arthroplasty revision due to the development of sepsis twelve (12) days following implantation. Attempts have been made to retrieve additional information, but no further information is available at this time.